Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called to report that when she got out of bed to use the bathroom "the house was spinning." She was concerned that it may have been her pacemaker. Follow up information obtained from the physician office indicated that the device was checked and there were no patient issues.the device is still in use. No patient complications were reported as a result of this event.